Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified procedure due to back pain. During surgery, the surgeon found one of the screw thread to be slid. The surgeon used another screw to complete the surgery. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed localized thread crest/flank damage; functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with set screw thread damage during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.